Manufacturer narrative:
The product will not be returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's emergency room visit for her bladder infection. No product lot number was reported; therefore, no qualifications records were reviewed.

Event description:
The customer reported that she went to the emergency room because she had blood in her urine, had stomach pain, and was feeling unwell. The customer was diagnosed with a bladder infection (due to a buildup of high blood glucose levels) and was prescribed macrobid (an antibiotic). Prior to her admittance to the emergency room, her blood glucose level was 11 mmol/l (198 mg/dl). The customer was unsure of the exact date of the incident, only that it happened 2-3 weeks prior to (B)(6) 2014. The customer did not keep the pod.